Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there had been numerous cubie and drawer errors. A field service engineer successfully disassembled and reconnected the row cable to rectify this problem. The system functioned as intended after the field service engineer troubleshot the device. A technical service specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It reported that when using the pyxis medstation es system experienced drawer malfunction. A customer has reported that a user was unable to dispense medication due to a malfunction, which has resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.